Event description:
An attempt was made to implant one resolute integrity drug-eluting stent to a severely calcified lesion in the lad with 90% stenosis. It was reported that the lesion was extremely tough and the physician used excessive force which caused the catheter to kink and then break. The kink had been straightened during use. The physician stated that he pushed the catheter beyond its limits and he caused the break. The break occurred outside of the body near the hub so the physician was able to remove the catheter. The resolute integrity device was removed from the packaging and inspected prior to use with no issues noted. Negative prep was not performed prior to use. The physician used another resolute integrity drug-eluting stent (2.25mm x 14mm) to finish the procedure. No injury to the patient. Evaluation summary: the hypotube had detached distal to the strain relief. Kinks were visible on the hypotube both proximal and distal to the detachment site. Both ends of the hypotube were oval and jagged at the detachment site. The stent was positioned on the balloon between the inner shaft markers with no deformation evident to the segments or struts.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis and severe calcification). Failure to follow instructions ¿ (excessive force was used when attempting to deliver the balloon). Deformation problem - (hypotube). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% stenosis and severe calcification). Failure to follow instructions - (excessive force used when attempting to deliver the balloon). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver the stent). (B)(4)

Event description:
Additional information received from procedural notes: the lesion had been pre-dilated. Another non-medtronic stent also failed to cross the lesion during the procedure.